Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was poor coupling. The patient stated that they were extremely disappointed with their implantable neurostimulator (ins) because they had been adjusted a few times and had a horrible time keeping the device charged. The stated that the charging difficulty was due to the poor coupling. Since the patient¿s ins was placed in their back, it was hard for them to get to the spot. The patient further reported that their ins was ¿doing nothing¿ for three weeks, as the coupling issue had worsened to the point where they couldn't even get a charge. The patient contacted a manufacturer representative but was unable to get a resolution as the ins was dead and they weren't able to get the implant to read the antenna. It was clarified that the ins would deplete to off. During the call, the patient was able to get some charge in it, about (B)(4), but wasn't able to get good coupling. Troubleshooting steps were performed and resolved the issue. The patient used the antenna locate (al) feature and was able to get all eight coupling bars. Adhesive discs were sent to the patient to ensure that the whole issue was resolved. The patient commented that they hated the recharging waist belt as the clasp wouldn't stay clasped. It was noted that the issues started when the patient was implanted on (B)(6) 2017. The patient was to follow up with their healthcare provider (hcp) if the coupling issues didn't resolve. No further complications were reported or anticipated. Indication for use is non-malignant pain.